Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not retract the cord for the doppler and a new tether assembly was needed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11 corrected fields: d1, d4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse states the tether assembly was replaced during pm and unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0997-00-0596, sn: n/a doppler reel, with a reported unit failure of the reel line not retracting. The fat performed a visual inspection and found the part was missing screws and the reel line was not able to retract. The fat verified the reported issue. Retaining the part in the failure analysis and testing dept. Per procedure.

Event description:
N/a.